Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, when the surgeon exchanged the cartridge, he found the proximal part of the pan was loose fitting with the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.